Manufacturer narrative:
The field service engineer (fse) performed onsite service at the customer site. Per field correction order (fco), the fse replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue of the device powering on by itself. The unit then passed the performance verification test (pvt) and was ready for use. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00360. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the unit powered on by itself. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was turning itself on while connected to only battery, only ac, or both connected. The customer was advised that the issue most likely is a result of the power management (pm) pcba and that it would have to be replaced. An onsite service work order was created. The pm pcba is currently on backorder and not available. This investigation is ongoing.